Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was reported that the valve would move ventricular while the valve was deployed out to 80%. Multiple attempts were made to land the valve at an appropriate depth, however despite mitigation, the valve would stay stay at a reasonable depth. The valve was recaptured and withdrawn. The valve and delivery catheter system (dcs) were replaced. The replacement valve was ultimately implanted at an appropriate depth. Of note, the patient had severe aortic stenosis, a mean gradient of greater than 40 mmhg and a calcium score of 150. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29us (serial: f067087); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.